Manufacturer narrative:
Product complaint # (B)(4). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Three pictures were attached to the complaint file in which the proximal portion of the cerebase was shown, and it was noticed that the device is fractured just next to the ID band; the fracture did not expose the strain relief into two pieces. The rest of the device cannot be evaluated. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The issue regarding a catheter being snapped below the strain relief was confirmed based on the fracture noticed in the device. This investigation was performed based only on the photos provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, when they opened the peep pack of a cerebase gs 90, 90 cm, straight, distal (gs9090sd, 31054233) they noticed what looked like a crimp below the strain relief. When they removed it from the packaging it snapped open (shown in the pictures). It was not fully cracked open while in the peel pack but it was crimped. There was no patient injury as the device was not clinically used.

Manufacturer narrative:
Product complaint # (B)(4). As reported by the field, the cerebase da catheter (gs9090sd / 31054233) was snapped below the strain relief and therefore unusable. Device was not used on the patient. The device was stored and handled according to the instructions for use (IFU). The device was returned to cerenovus for further evaluation on 8-sep-2023. A non-sterile cerebase da catheter was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and the device was found to be fractured just next to the ID band, this condition is consistent with the damage seen in the provided pictures. The entire length of the device was inspected under a microscope and no other damages were found on the device. The fracture was also inspected under magnification, and it was observed that the braid mesh was exposed and slightly bent, there is a kink mark noted to be present around the circumference of the shaft at the point of fracture. The shaft material presents evidence of stretching rather than a 'clean' fracture. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The issue regarding the catheter being cracked was confirmed based on the appearance of the returned device. The stretching of the shaft material suggests the catheter may have been subjected to longitudinal tensile stress from an undetermined source. The observed condition could be the result of several factors, including but not limited to procedural factors present in the operating room such as operator¿s technique. According to the risk documentation, a catheter being damaged is a potential issue that can occur due to inappropriate handling of the catheter during the device removal from the package. The IFU includes precaution to inspect the guide sheath upon removal from packaging to verify that it is undamaged. A conclusive cause cannot be determined since the device was returned without the original package. A review of manufacturing documentation associated with this lot 31054233 presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All products rejected during manufacturing were identified as scrap and properly accounted for. It should be noted that product failure could be caused by multiple factors. The IFU contains the following caution: ¿ carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a cerebase da guide sheath, dilator, or hemostasis valve that has been damaged in any way; replace with another guide sheath, dilator, or hemostasis valve. A damaged device may cause complications. ¿ exercise care in handling the cerebase da guide sheath to reduce the chance of accidental damage. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.